Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat plaque in the proximal and mid locations of the right superficial femoral artery in a patient, the tip of the turbohawk plus device detached at the hinge pin. Tip damage was observed, and the detached tip was removed within the sheath. The device was safely removed from patient and no intervention was required. The procedure was completed using a new device of the same type. No patient complications have been reported as a result of this event.